Manufacturer narrative:
(B)(4). Reporter¿s name, phone number and complete address were not provided. The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgery, it was observed that the small battery drive device stopped working. It was reported that the device was re-attached to the battery device and worked but emitted an unusual sound. During service and evaluation, it was determined that the motor on the device seized, was blocked and rough running. It was not reported if there was a delay to the surgical procedure as or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.